Manufacturer narrative:
X-rays reviewed by the manufacturer. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated the pt's system diagnostics test typically resulted in a dcdc code of 2, but changed to a dcdc code of 0. The reporter indicated that the pt had painful stimulation around the time of the dcdc code change from 2 to 0. The reporter indicated that later the system diagnostics test indicated a high lead impedance and the pt stopped feeling stimulation. The reporter indicated that the pt could have had trauma to the device "when she falls from a seizure" and becomes "unconscious." The reporter indicated that the pt was referred to the surgeon for revision surgery that is scheduled. A review of an x-ray by the manufacturer revealed no gross lead discontinuities. Good faith attempts are being made for product return.